Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date: unk. Implanted: unk. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens in the patients left eye (os). The lens was reported as having low vaulting and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm) should have been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.50 diopter, in the patients left eye (os) on (B)(6) 2019. The lens was reported as having low vaulting and remained implanted. The cause of the event was unknown. Work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).